Manufacturer narrative:
Date rec'd by MFR: 25jul2019. The philips service engineer confirmed the reported oxygen concentration was out of range. The service engineer replaced the flow sensor assembly and performed periodic maintenance. The gas delivery system was returned to failure investigation. During testing in the test ventilator, the technician found the defective u1 component. The defective component on the air flow sensor printed circuit board assembly created the air flow accuracy, oxygen flow accuracy, and oxygen accuracy failures. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 30april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit failed oxygen (o2) concentration testing. The customer reported there was no patient involvement. Event date not specified.